Event description:
It was reported that they received an error 113 (reduced water temperature control) on the arctic sun device. Customer wanted a preventative maintenance to be done. Per review of work order on 21 nov 2022, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that they received an error 113 (reduced water temperature control) on the arctic sun device. Customer wanted a preventative maintenance to be done. Per review of wo on 21nov2022, there was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was mixing pump failure. The device was evaluated. A mixing pump failure was found. The mixing pump was replaced. The device underwent preventative maintenance. The heater, circulation pump, and drain ports were replaced. The device passed all applicable testing and is ready for use. The device did not meet specifications and was influenced by the reported failure. The device was not in use on a patient. A DHR is not required as this is not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.